Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc global catheter leaked at the hub junction. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage. When it was first used, a leak of the liquid medicine was confirmed between the catheter hub and the catheter.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. The report of a leak was confirmed, and the cause appeared to be manufacturing related. Three photographs and one 22g insyte autoguard IV catheter were provided for investigation. A functional test confirmed the leak in the catheter tubing near the blue catheter adapter. Damage was observed under the nose of the adapter. Damage near the nose of the adapter is unlikely to occur in the clinical environment as it requires the clinician to completely withdraw the needle and re-cannulate. To further inspect the damage, the adapter was removed from the catheter adapter and evaluated. It was found that the catheter tubing has been pierced leaving a shape of the half circle cut in the tubing. This type of damage may occur during manufacturing in the swage process; when the tubing is placed over a pin, it may get pinched or nicked. Misalignment may result in the pin piercing the catheter tubing also. The appropriate personnel have been notified.

Event description:
No additional information.